Event description:
It was reported that after a da vinci-assisted surgical procedure, the burnt residue adhered to the root of maryland bipolar forceps (mbf) jaw tip was ¿ignited and melted.¿ the procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site usually uses electrode cleaner (carbatect) to prevent charring; however, the site did not have electrode cleaner at the time of the event. The surgeon suspected that the ignition may have occurred due to the burnt residue on the tip due to missing electrode cleaner. The mbf instrument did not collide with energy instrument during the procedure. Arcing was observed during the procedure. The mbf instrument was moved away, and then it was used again. Arcing appeared to originate from the mbf instrument. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. This failure was most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument delivered intermittent energy on 4 of 4 attempts. The system displayed error code "a short was detected". There were no signs of arcing. The complaint was confirmed by failure analysis.